Manufacturer narrative:
Initial reporter phone# (B)(6). Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml, ll w/o dn appeared discolored or burnt, causing foreign matter contamination.

Manufacturer narrative:
Investigation summary: one 1ml syringe in an opened blister pack from batch #8184704 (p/n 309628) was received and evaluated. It was observed there was an embedded brown swirl of particles beginning just below the step of the barrel and extending into the flange. It appears to be burnt plastic and multiple particles are larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the syringe 1ml ll w/o dn appeared discolored or burnt, causing foreign matter contamination.